Manufacturer narrative:
Internal complaint reference (B)(4). H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specification form found that that certificate of conformity is required for each shipment. Traceability between lot # on c of c and lot # on supporting data is required. Tensile strength complies with the ¿straight pull braid strength (no knot)¿ must be verified. A clinical review states that based on the limited information provided the clinical root cause of the reported events could not be determined and we are currently unable to rule out a user technique vs procedural variance as a contributing factor to the reported event, which does not represent a device malfunction. If retained the ultrabutton fixation device is implantable, biocompatibility is not an issue. The patient impact is determined to be the change in surgical technique. If the fragments from the ultrabutton were retained local irritation/discomfort, and/or migration should not be ruled out. Please refer to the instructions for use for precautions and warnings related to the use of the device. Based on this investigation, the need for corrective action is not indicated. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a knee arthroscopy procedure, the during the procedure of fixing the graft with the ultrabutton device, there was resistance to run inside the tibial tunnel with the graft; due to lack of cleaning in the tunnel and tibial periosteum. When observing that it was not going up, the surgeon took the initiative of pulling the ultrabutton wire with a kelly, where the wire broke, making it impossible to take the grafts; changed technique to paraf/paraf. The procedure was successfully completed using a back-up device. There a surgical delay less than 30 minutes and no further complications were reported.